Event description:
The patient was attached to c1 and its breathing circuit set. The hospital staff was making rounds of the equipment when they noticed something unusual. The water supply in the chamber was being fed to about twice the max line, and the water was blubbering and bubbling with each ventilation. The water bag was empty. Water was draining into the breathing circuit and pooling. This prevented the patient from ventilating as set and the patient's spo2 dropped to 89%. After replacing the respiratory circuit set, ventilation operation returned to normal and the patient's spo2 was restored.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the humidifier was in use on a patient. The root cause was determined to be a defective floater in the humidifier water chamber. The issue was resolved by replacing the breathing circuit set and water chamber. There was no patient or user harm.